Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb) and liquid crystal display panel, which resolved the issue. The ventilator passed self testing.

Event description:
It was reported that, during patient use, the ventilator's lower display was erratic. There was no harm to the patient as a result of the event.